Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a anterior cruciate ligament surgery on the first implant the suture was cut during the final stage of tension. On the second implant the suture was also cut during the final tension. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, specifically due to pulling the suture strands across a rough surface. Complaint was not confirmed.